Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 300 units of cold insulin, and remained static for a day before beginning to decrease as expected. The customer's blood glucose level ranged from 140-150 mg/dl. Recommendation was made to fill the cartridge room temperature insulin per labeling instructions. As the event occurred in the past, tandem technical support was unable to perform troubleshooting for the reported issue.